Event description:
Boston scientific received information that this pacemaker had an estimated longevity remaining of one and a half year but elective replacement indicator (eri) was declared two months after. Boston scientific technical services (ts) discussed that there were might some suspects of battery measurements the last time the device was checked and then the device had some more accurate measurements after the recent check or could have also been due to the current bin where there was a sudden jump from one bin to the next with the longevity remaining values. Subsequently, ts suggested replacing the device. Additional information was received indicating that the device was explanted and replaced with a competitor's product. This device is out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The hospital had disposed the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.